Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states pain and decreased range of motion. Patient had tibia revised on (B)(6) 2010. Date of original implantation is unknown. Today patella showed significant wear and posterior aspect of insert was worn. Femur revised to tc3 with a stem and tc3 insert was placed, patella was also revised, tibia remains insitu. Doi: (B)(6) 2010; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # : (B)(4) investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.